Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History logs were submitted for investigation. The log review shows on (B)(6) 2025 and 6:59 pm an infusion start of 66.67 ml/hr and 100 ml. At 8:29 pm, infusion was stopped with a volume infused to 99.19 ml, started again and vtbi completed at 8:30 pm with a volume infused to 100 ml. No further infusions took place. Based on the review of the logs, the reported event was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: registered nurse entered the patient's room to disconnect the short set tubing, as the pump was signaling that the infusion volume had been completed. Upon examining the pump setup, it was noted that the bag of vancomycin appeared to be full, with the b braun pump indicating that 100 ml had been infused, which was the prescribed amount for the patient. At this point, it was clear that the medication bag was still full, and the team was informed. It seemed that the patient had not received the dose according to the clinical pharmacy and nutrition practice (cpnp) guidelines, and subsequently, the patient was administered the vancomycin dose as per cpnp protocol.